Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.